Event description:
During a remote follow-up, episodes of noise resulting in oversensing were noted on the right ventricular (rv) lead. The suspected cause of the event was myopotentials or electromagnetic interference (emi). No intervention has been performed. The patient was stable and will continue to be monitored.